Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: on investigation, the keypad was intact and all keys are responding. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. No button contact defects were observed. The pump was opened for investigation with o evidence of internal moisture observed. The keypad latch was found to be fully closed. There was no damage to the keypad flex observed. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.